Event description:
It was reported that while using the bd bbl¿ chromagar® mrsa ii 100mm (100 each) that there was missing labels on the product. The following information was provided by the initial reporter: customer reported missing labels in the product 215229, lot#2270838.

Manufacturer narrative:
H6 investigation summary: during manufacturing of material 215229, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2270838 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed and no other complaints have been taken on batch 2270838. No retention samples for batch 2270838 were available for inspection. Two photos were received for investigation. The first photo shows a plate with no plate print present. The second photo shows a sleeve of plates with batch number 2270838 visible. No return samples were received for investigation of this complaint. This complaint can be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time.

Manufacturer narrative:
Common device name:culture media, antimicrobial susceptibility test, excluding mueller hinton. Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ chromagar® mrsa ii 100mm (100 each) that there was missing labels on the product. The following information was provided by the initial reporter: customer reported missing labels in the product 215229, lot#2270838.